Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, prior to the procedure, the first band partially deployed while setting up the device onto the scope. The physician attempted to deploy the first band outside the patient; however, the band would not deploy. The device was then removed, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.